Manufacturer narrative:
Delayed inflammatory reactions that manifest as oedema, redness, nodules, are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. Their aetiologies are numerous. They may be related to an immune response of the body to the implant or to a bacterial infection. With medical treatment, symptoms can be quickly fully resolved, without sequelae. However, according to the information received, a biofilm cannot be ruled out. Biofilms are well-known and documented side effects in hyaluronic acid filler injections. The gel is surrounded by common skin colonizing bacteria that irreversibly adhere to the gel inducing a permanent immune response. When conditions are favourable (infectious disease, trauma), this may eventually lead to a chronic granulomatous reaction. Given the sterility of the gel, they are rather due to a defect in the aseptic environment of the injection. Appropriate treatment allows progressive resolution of the symptoms. The risk of such reactions is mentioned in the instructions for use of teosyal products.

Event description:
Primevigilance notified teoxane of an adverse event on 4 may 2023. A patient was injected on (B)(6) 2022 with 2 ml of rha 4 in angles of the mouth, using the needle provided in the box. 6 months after injection, on (B)(6) 2023, the patient complained about swelling accompanied with thickening of subcutaneous tissue around the mouth. We were informed that the patient presented the described symptoms in the meantime of a dental work that was performed in the past months. The patient underwent a biopsy which showed presence of foreign body material inflammatory reaction but was negative for granuloma. The patient was treated as followed: on (B)(6) 2023: she was injected with an unknown amount of hyaluronidase by her injector, which didn't significantly improve the situation on an unknown date, the patient went to a dermatologist and was prescribed oral antibiotics (doxycycline, amoxicillin, clindamycin) for 2 days on an unknown date, the patient received intralesional steroids (not specified) which improved the situation on an unknown date, the patient received intralesional antibiotic (clindamycin) in case of biofilm on (B)(6) 2023, we were informed that the symptoms improved. According to the information received, a biofilm could not be ruled out. For this reason, the case was assessed reportable to the FDA. Despite reminders, no information could be retrieved regarding the complete resolution of symptoms. Thus, the complaint was closed as is.

Manufacturer narrative:
The symptoms are monitored and additional information will be added to final report.

Event description:
Primevigilance notified teoxane of an adverse event on (B)(6) 2023. A patient was injected on (B)(6) 2022 with 2 ml of rha 4 in angles of the mouth, using the needle provided in the box. 6 months after injection, on (B)(6) 2023, the patient complained about swelling accompanied with thickening of subcutaneous tissue around the mouth. We were informed that the patient presented the described symptoms in the meantime of a dental work that was performed in the past months. The patient underwent a biopsy which showed presence of foreign body material inflammatory reaction but was negative for granuloma. The patient was treated as followed: on (B)(6) 2023: she was injected with an unknown amount of hyaluronidase by her injector, which didn't significantly improve the situation on an unknown date, the patient went to a dermatologist and was prescribed oral antibiotics (doxycyclin, amoxicillin, clindomycin) for 2 days on an unknown date, the patient received intralesional steroids (not speficied) which improved the situation on an unknown date, the patient received intralesional antibiotic (clondamycin) in case of biofilm. On (B)(6) 2023, we were informed that the symptoms improved. According to the information received, a biofilm could not be ruled out. For this reason, the case was assessed reportable to the FDA. Despite reminders, no information could be retrieved regarding the complete resolution of symptoms. The situation remains monitored.